Event description:
Following deployment of a 6f angio-seal vip, the patient&#38112;blood flow was compromised by the device components. A percutaneous transluminal angioplasty was performed in the common femoral artery.

Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.